Manufacturer narrative:
(B)(4).

Event description:
The customer stated that they received questionable results for a total of 33 patient samples tested for crep2 creatinine plus ver.2 (crep) on a cobas 6000 c (501) module - c501. The customer also received sample probe up and down errors on the analyzer. The samples were repeated and the customer corrected reports for 30 of the 33 samples. The customer stated that they correct anything with a difference > 20%. Differences in these samples ranged from 15 % to 100 %. The customer provided data for one patient sample with an erroneous initial result that was reported outside of the laboratory. This sample initially resulted with a crep value of 2.0 mg/dl, which repeated as 6.0 mg/dl. The repeat result was believed to be correct. This patient was not adversely affected. The crep reagent lot number was 31774201, with an expiration date of 31-oct-2018. The field service engineer was later there to work on the issue on (B)(6) 2018. The customer called back on (B)(6) 2018 stating that they continued to receive the probe up/down alarms after service had been there. The customer stated that they mainly see the issue with crep and alkaline phosphatase reagent packs, but have seen it with a few others as well. The customer stated that there were no issues with the packs on (B)(6) 2018, so she was concerned that there was a mechanical issue. The customer mentioned that they had been checking reagent packs closely since the issue started. When loading a crep reagent pack, there will be no wrinkles on the pack label. They noted that on (B)(6) 2018, there were instances where they unloaded a pack, checked it, and did not find anything wrong with the pack or label. They will then re-load the pack onto the analyzer and will get another probe up/down alarm on the same pack. When the pack is unloaded again, they find a large bubble under the label that was not there when they initially loaded it. The field service engineer returned to the site and found a defective cable on the reagent arm. He replaced the cable and adjusted the reagent disk and probes. The customer ran controls and these were successful. Investigations determined that the issue was resolved by the service actions.